Event description:
Note: the event date is unknown. It was reported to boston scientific corporation on july 30, 2009 that a stone cone nitinol stone retrieval coil was used for a laser lithotripsy procedure. According to the complainant, the tip of the retrieval coil detached inside the patient. The tip could not be seen in the final x-ray, but was noticed two weeks later on a follow up visit. The tip was successfully removed in an additional surgical procedure. It is unknown if there were any complications as a result of this procedure. Follow up requesting current patient condition is ongoing.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture and expiration dates cannot be determined. The device has not been returned for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.